Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d5: operator of device: health professional (previously submitted as other). Correction made to h6 type of investigation: replace b17 with b15. Correction made to h6 investigation findings: replace c20 with c13. Correction made to h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during patient infusion. The reporter stated that 10% of the solution remained in the device. The device had been filled with flucloxacillin 8g in 230ml 0.9% sodium chloride there was no report of patient injury or medical intervention associated with this event. No additional information is available.